Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information (h10) - this emdr is being submitted to include the investigation results to capture imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions and investigation summary under h10. (B)(6). Batch record review: lot 0k01735 was manufactured on 10/21/2020 in the bodolay line with a total of (B)(4) market units. Complaint investigator ID 5173 performed a batch record review on 10/30/2021 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct, sap material ID 1704761 and manufacturing order 1548215. The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: photo related to the reported problem was available for evaluation. Investigation summary: based in the analysis phase conclusions. For extra material in seal or foreign matter the root causes found were: manpower: incorrect dressing inspection: residues of paper and film stick to dressing after elc (extrusion lamination and cutting) process, since the scrap collector is above the dressing web. Since dressings are automatically feed in the bodolay machine, the units were packaged without the operator and vision system noticing. An opportunity was found related to the inspection process performed by the elc 10 and elc 11 since dressings must be inspected 100% as per applicable pi31-103 ver 17.0 and pi31-141 ver 7.0. For dirty on package (black stain) the root causes found were: method: unclear steps to perform online rework: an opportunity was found since there is not a standardized method for the segregation and/or rework of the blisters after having a failure or breakdown on the cartoner machine. Wrong placement of blisters (method). During the indexation process of blisters from the primary packaging to secondary packaging, not all blisters are organized into the counter pockets. It is a manual process. This issue caused that the blisters did not enter on the mku¿s, creating defects such as torn or crushed or dirty package. Actions were taken on corrective action / preventive actions (CAPA) plan. The investigation associated with related event was approved and complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
Device 5 of 7. (B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there was black spot found inside of the primary packaging. The product was not used on patient. A photograph depicting the issue was received from the complainant.